Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for several patients, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. This report is two of two referencing the patient on the event date noted. The customer stated no erroneous results were reported out of the laboratory. There was no patient impact associated with this event. The customer indicated all system parameters (including quality control and calibrations) were within assay and instrument specifications. The patients' samples were collected in 13x100 mm lithium heparin tubes and centrifuged at 3,000 rpm (rotations per minute) for five minutes, at room temperature. The samples were less than two hours old and stored at room temperature prior to analysis. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. The field service engineer (fse) verified instrument performance by completing a successful high sensitivity (hs) system check and quality control (qc). No system hardware issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00324.